Manufacturer narrative:
Initial medwatch submitted to the FDA on 28/oct/2021. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation and early removal" as follows: "the physiological response of the patient to the presence of the orbera365¿ intragastric balloon system may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ intragastric balloon system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic. - deflation and subsequent replacement." "Deflated device should be removed promptly." Additional information: a device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number af03825.

Event description:
Patient experienced blue color urine, balloon was found to be deflated. Balloon was removed for safety of patient.

Manufacturer narrative:
Supplement #01 medwatch submitted to the FDA on 04/nov/2021. A device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number af03825. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 18/oct/2021. A deflated balloon with a significant amount of blue coloration was returned. There is a large hole on the shell observed with the naked eye. Under microscopic analysis, the opening on the shell was noted to have striated edges, consistent with damage from a surgical tool for removal purposes. Functional evaluation could not be conducted due to the large slit on the shell. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slit on the shell having jagged edges for removal.